Manufacturer narrative:
Site did not perform test spots prior to treatment as instructed in labeling. Therefore, appropriate treatment parameters were not adequately determined. The patient was burned, and the burn resulted in a scar post treatment. The device was evaluated and operated as intended and within specification. Due to the permanent injury received by the patient, this event is considered reportable.

Event description:
It was reported that a patient experienced a burn that resulted in scarring on the right nostril following a vascular treatment after using the elite+.